Manufacturer narrative:
The customer provided a video of the liftpants which showed one of the straps had come apart from the seam. Liko liftpants sling facilitate safe and secure standing- and gait training for patients with poor balance and leg function, giving them the confidence to take new steps. It is essential that the patient is able to bear weight on their legs. Liftpants sling enable freedom of movement, while relieving some of the burden of body weight. They lift safely, allowing the patient to move on his/her own without the risk of falling. During training, the lift is ready to take all the weight, so the patient and caregiver can devote all their attention to training without having to worry about the consequences of a wrong step. Although there was no adverse event associated with this malfunction and the issue was found during testing, if the strap of the liftpants were to detach during a patient transfer it could lead to a serious injury or death therefore baxter is reporting this device malfunction.

Event description:
A other health care professional contacted technical service to report that the liftpants 92 pes mesh xl had an issue, the lift pants have been inspected during and have failed. The inspector stated the strap was testedat approx. 100kg, and the strap came apart this occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.